Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump had ramping numbers on the screen during a bolus delivery attempt. The field representative stated that the buttons were not working properly. The customer's blood glucose was 180 mg/dl. The field representative advised the customer that the insulin pump would be replaced, and the customer agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No numbers ramping up noted. The insulin pump has cracked case at the display window corner, minor scratched lcd window and cracked reservoir tube lip.